Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The 5.0 x 8mm quantum maverick mr balloon catheter was inflated 1st to 12atms, then upon the second inflation at 18atms the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.